Event description:
It was reported that a buretrol system had an unspecified ?foreign body? Inside of the burette chamber before use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation, however, two pictures were provided. Visual inspection of the photos identified a dark particle inside of the burette. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.